Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the base pump tube was not submerged in the base reagent due to the missing retainer clip. The retaining clip and sensor were replaced. Quality control are acceptable and the advia centaur cp system is fully functional. The cause of the event was the missing base pump retaining clip. A follow up was performed with the customer and they have had no recurring issues. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low total human chorionic gonadotropin (thcg) result was obtained on an advia centaur cp instrument and reported to the physician(s). The customer had been observing luminometer base pump failures and found the retaining clip for the base pump tube missing. The patient sample was repeated, and the thcg result was higher than reported. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.